Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the robotics coordinator and obtained the following additional information: the system functionality was checked upon power up and the system did initially power on without errors. Technical support was contacted, and the trouble shooting was not completed. The surgeon did not want to do troubleshooting while they were in the middle of surgery. The procedure was robotically completed. There was no patient injury or harm. The procedure was no delayed more than 31 mins.

Event description:
It was reported, that during a da vinci-assisted cholecystectomy surgical procedure. The customer was having an issue with their energy pedals. The surgeon described the issue as their foot pedals were swapped. So the cut was coag, and the coag was cut. An intuitive surgical, inc. (Isi) technical support engineer (tse) attempted to review logs, but onsite was not available. The tse recommended power cycling the erbe, but the surgeon was opting to continue the case. The customer stated, they will perform that after the case. Tse also recommend hard power cycling, the surgeon side console as well. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting, energy pedals swapped. An investigation was completed to determine, the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The customer informed, the system was in use with no further issues. The fse was unable to reproduce the issue. The system was tested and verified as ready for use.